Manufacturer narrative:
(B)(4). The reported issue of the suspect device will be resolved by performing repair via replacement of the gas delivery module (gde) of the device by the device trained customer. The device will be tested to product service specifications. The suspect gde will be returned per the carefusion return authorization goods (rga) process. The suspect gde has been received and is awaiting evaluation. Upon completion of the failure investigation, a supplemental report will be submitted. The suspect gde will be routed to carefusion's failure analysis lab where a failure investigation will be performed. Once the failure investigation is completed, a supplemental report will be submitted.

Event description:
The customer claims this avea ventilator was displaying ven inop alarm a minute after it was placed on a patient. The ventilator was removed from the patient and the patient was placed on another ventilator. The customer reported no harm or injury to the patient.